Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasions breaching the outer insulation exposing the outer coil were noted at 59.1-59.3 cm from the connector pin consistent with lead friction to the device can, and 63.4-63.7 cm from the connector pin consistent with friction to another device or features of the heart. All other damages noted are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.